Event description:
It was reported that the penta was used to direct stent a calcified lesion in the proximal rca (contrary to IFU). A perforation was noted after deployment of the penta at 12 atm and the bleeding was stopped by a 15 minute inflation with a perfusion balloon catheter. An iabp procedure was performed, as well as a pericardiocentesis to correct cardiac temponade.